Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sl6516 lead implanted 2002-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed oversensing due to electromagnetic interference (emi) on the reviewed episodes.

Event description:
It was reported that the device recorded episodes of oversensing on both the atrial and ventricular channels that were resultant from electromagnetic interference (emi). It was determined from the timing of the episodes that a satellite dish recently installed on an exterior wall by the patient's bed was the source. The device had been reprogrammed which may have reduced the frequency and duration of the emi oversensing however the patient's bed will also now be moved to resolve the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.